Event description:
Information received from a literature abstract. Kokura medical center. Corynebacterium infections in patients with severe physical and intellectual disabilities reported events: a 16-year-old patient underwent pump implantation for intrathecal baclofen therapy. One month after implantation complications related to the pump cycle were observed. Upon aspiration corynebacterium pseudodiphtheriticum was isolated leading to a diagnosis of meningitis. This resulted in the removal of the pump.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.